Event description:
Baxter (B)(6) received a report that an infusor had tubing that was separated from the device. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unused sample for evaluation. Visual examination of the unit confirmed that the tubing had separated from the set cap. Further examination found the separated tubing to be jagged (not smooth). After manufacturing, during the sterilization process, plastics tend to become brittle, which combined with movement during transportation could have caused the tubing to break. Detached tubing can be caused by a combination of sterilization and shipping. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit